Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had performance breakage suture. It was received for analysis thirty-two unopened samples. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-84362, and 2210968-2019-84364. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent a mohs surgery on (B)(6) 2019 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.